Event description:
Same case as MDR ID: 2134265-2014-04236; 2134265-2014-04232. (B)(4). In (B)(6) 2012, the patient presented due to unstable angina and silent ischemia. Cardiac catheterization was recommended. The index procedure was performed. Target lesion # 1 was a de novo lesion located in the ramus with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.2 mm. The lesion was treated using direct stent placement of a 2.25 x 12 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.4 mm. The lesion was treated using direct stent placement of a 2.25 x 20 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 5%. Target lesion # 3 was a de novo lesion located in the mid right coronary artery (rca) with 70% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre dilatation and placement of a 2.50 x 8 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 5%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired. The cause of death is unknown.

Event description:
It was further reported that the patient was a nursing home resident receiving care for congestive heart failure (chf), end stage renal disease (esrd) on hemodialysis, left below-the-knee amputation, anemia, and type 2 diabetes mellitus from (B)(6) 2014 until the time of patient's death. The event was made known to the site while running a daily research schedule report and noted that the patient's scheduled office visit was cancelled due to death. The patient was last seen in (B)(6) 2014 and no events were reported at that time. The cause of death was a combination of chf and esrd and were considered unrelated to the study devices.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).